Manufacturer narrative:
Device evaluation summary: upon receipt in our quality analysis lab, visual inspection shows the positive umbrella valve is missing. The valve has the test mark, which confirmed the vrv was tested prior to distribution. The customer provided photos showing the umbrella valve was missing. Functional testing of the returned device was performed at 0.5 l/min. With the positive umbrella valve missing it did not draw the fluid from the water source due to the air leak from the missing umbrella valve. When the umbrella valve hole was covered the valve operated as expected. When the pump was stopped the device leaked water through the hole from the missing umbrella valve. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that during the suction test, the one-way valve in the suction circuit did not function and it could not be used. The customer stated that the valve was connected in a normal direction. See attached photos. As the problem was discovered just before the start of surgery, there was no time to replace the circuit and no single one-way valve was available, therefore, the surgery had to be performed without this one-way valve. The remainder of the custom tubing pack was used. There was no adverse patient effects medtronic received additional information that the device was unusable during the priming check. The affected component is located on page 2 of the custom tubing pack specification.

Manufacturer narrative:
Correction d3:MFR name, street 1, MFR city, MFR region, country code and postal code. Correction additional codes: imf (annex f) health impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.